Manufacturer narrative:
(B)(4). Field service specialist (fss) visited account and calibrated powerlock and patient energy meters per field service bulletins. Calibrated mirror m3 and checked calibration of iris, slit, and hyperopia module and all were within specs. Verified input power matched jumper setting in ac box. Replaced helium cylinder due to low pressure. Ran calibration numerous times without error. Meets all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon called in with unexpected outcomes in patient. Once was last week, the laser had stopped during a left eye treatment with fluence errors but the surgeon was able to acknowledge the error message and complete the treatment. Post op results at 1 week the patient was 20/40.